Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 40 mm in diameter abdominal aortic aneurysm. It was reported that five days post index procedure the patient presented emergently with leg pain. A CT revealed that there was occlusion from near the flow divider down to the distal right external iliac artery. The right common femoral artery was not occluded due to collateral vessel. The physician elected to perform a thrombectomy and implanted another manufacturer¿s 12 mm x 14 cm stent g raft at the near the flow divider and also implanted another manufacturer¿s 10mm x 6cm stent at the distal end. Per the physician, at the index procedure the physician initially pushed the endurant ii iliac limb stent graft up, resulting in kinking/accordioning of the stent graft, which lead to the stent graft occlusion. The procedure was completed and the event was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.